Event description:
Boston scientific received information that the pacemaker displayed high out of range (oor) pacing lead impedance (pli). Additional information indicated that the high oor pli was first noted during routine device follow-up. The device was at elective replacement indicator (eri). The high rv pli could not be reproduced with the new pacemaker. This device was explanted. A new pacemaker was successfully implanted by the physician. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.